Event description:
Had total left knee surgery with difficulty recovering due to pain and leg motion. Within 1 1/2 years the knee came loose and was not able to walk correctly with metal noise. Had a knee replacement as told to my wife and my knee was operating backwards. The knee was replaced but did major damage to my right knee. Today I am very limited in what I can do.